Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump. Customer reported blood glucose level was 167 (mg/dl). The pump was confirmed to be charging at the time of the report.